Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was shut and had frozen display. Customer¿s blood glucose was 160 mg/dl. Customer stated that red light was flashing but insulin pump does not respond. Customer mentioned time clock does not advance and frozen display recurred. Customer also reporting insulin pump error. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
During power up, the unit displayed an unexpected pump error 130. Upon further review of the unit's interior, some mysterious substance, possibly insulin, was found all over the bottom of the unit. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the pump error 130. Did not notice any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.